Event description:
Additional information was provided by the patient that he was given an alpha 2 agonist topical medication and his vision was blurred for three days. The patient stated that he was not diagnosed with anything else and that he discontinued the drops. The patient is going to see the doctor tomorrow to pick up another medicine. He also reported flashes of light moving. Further information was provided by a coordinator that the patient underwent a yag laser procedure approximately 5 months following the initial procedure. On follow up the patient reported trouble seeing street signs and problems at night. He was given reading glasses.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A patient called reported that following bilateral cataract extraction with intraocular lens (iol) procedures, that he has to wear bifocals, and that without glasses he cannot read past 1000 feet. He reported that after the surgery he saw an intermittent line in the left eye. He also reported that he had folds and dust 1 month after surgery. He had a laser done at the doctors office that did not help, and made vision in the right eye worse than vision in the left eye. He cannot read when driving. He reported that with bifocals he is ok; about 90%. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the left eye.